Event description:
The customer reported a leak at the wbc bath of the coulter act diff 12 analyzer. The instrument generated hgb volt errors during startup when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the wbc bath was overflowing because pinch valves lv14 and lv15 were not actuating properly. Pinch valves lv14 and lv15 control the drain for the baths. The fse replaced pinch valves lv14 and lv15 and the instrument ran without any leaks or errors. The repairs were verified per established procedures. (B)(4).